Event description:
Home pt retested blood for blood sugar with home accu-chek glucometer. They notified company that on at least six occasions the results were inaccurately high. On two of these occasions they injected too much insulin based upon the inaccurate results and had resultant low blood sugar episodes. Specifically in 2003, the test showed 488. Pt changed fingers and the test showed 154. Based upon what the pt had later, they knew the 488 was incorrect.